Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) instructed to contact the patient's cardiologist/implanter to inform them of the safety mode condition. A local representative was also paged to be informed of the issue. No adverse patient effects were reported. This device remains in service.